Manufacturer narrative:
This is the first time that the pump sends in for service. Pump has been serviced by third party due to pump's maintenance due rate was changed. Volumetric accuracy tests were performed and showed that pump failed out of spec (+/-5%). Pump was calibrated to resolve the issue.

Event description:
Customer alleged that pump did not pass flow accuracy test. It was under a recall of 6.3 ml. There were no rate and dosage provided.